Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator device displayed an unresolved "vent inop" alarm condition. The customer determined the most likely cause of the reported issue is a main printed circuit board assembly (pcba). After replacement of the main pcba, the issue was resolved. The customer reported that there was no patient involvement associated with the event.